Event description:
It was reported that during implant the lead exhibited a high capture threshold when connected to the pacemaker. The lead was plugged into a new device and there was still high thresholds. After lead repositioning, there was no good r-waves or adequate thresholds. Clavicular crush was reported on the lead. The lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.